Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned with no suture or implants. The shaft of the insertion device was bent so acutely that the metal of the shaft fractured. There is biological debris on the returned item. A functional evaluation was performed on the returned device and found it does not cycle as designed due to the shaft being fractured. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for device dislodged or dislocated could not be determined since the reported malfunction could not be duplicated during the investigation. The root cause for material twisted/bent and fracture was associated with unintended use of the device. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, three (3) fast-fix flex´s t1 implants did not anchor into the tissue. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.